Manufacturer narrative:
The sample was received for analysis and the reported issue could not be confirmed. An inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air. The sample was submerged into a container filled with water and no leaks were observed. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding an endotracheal tube. The customer reported that while in use on a patient, the cuff deflated. There was no patient harm.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding an endotracheal tube. The customer reported that while in use on a patient, the cuff deflated. Customer indicated there was no patient injury with this event.